Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a cd infusion set (23-inch, 6 mm) and dexcom g7 after running low on insulin during sleep and performing an infusion set change; blood glucose rose from 114 mg/dl to approximately 300 mg/dl, and troubleshooting included disconnecting, priming the tubing until drops were observed, reconnecting, and filling the cannula. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included product-use review, troubleshooting guidance on infusion set and tubing priming, and monitoring plans. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction and resolution steps focused on restoring insulin delivery via infusion set priming and cannula fill. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.